Manufacturer narrative:
The hill-rom tech found the left head siderail latching assembly was damaged causing the siderail not to latch properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom tech replaced the left head siderail assembly to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left head siderail would not latch. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).